Manufacturer narrative:
No visual or functional testing was performed. The device was removed from the room of the alleged incident. The reported problem was not confirmed. The device was operational after the device reimaged and tested for the proper setting. The device was put back into after the reimaging and all tests were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the sweep speed is very fast. The device was not in use on a patient at the time of the event.